Event description:
The event is reported as: complaint alleges: "the doctor used the capio and pds suture to fixate the vaginal vault to the lateral ligament in the pelvic region. After doctor "fired" the capio device, achieving a good "bite" with the device, he pulled the suture back out towards him. Doctor stated the pressure he used to pull back, might have caused the taper bullet tip of the suture to break off. The tapered tip got logged inside the pt. Doctor tried to retrieve the bullet tip, but after some time and numerous attempts decided to finish the procedure and leave the bullet in the pt." No serious pt injury reported. Pt current condition was stable and discharged.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. The device history report (DHR) has been reviewed and no issue or discrepancies were found that could potentially relate to this complaint. The DHR show that the product was assembled and inspected according to our specifications. No corrective action can be established at this moment since the defective sample is not available for evaluation. Physical sample is necessary to conduct a proper investigation. Customer complaint cannot be confirmed due to lack of product sample to perform a proper investigation and determine the root cause.